Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, several noise reversions and auto mode switch episodes issues were observed. An electrocardiogram showed atrial lead noise for both types of noise reversion episodes and auto mode switch episodes. Programming changes were made. Device and lead will continue to be monitored. Patient was stable and will continue to be monitored with routine follow up visits in clinic.